Event description:
Intraoperatively a manipulator pro was being used to manipulate the uterus. While in use, the tip of the device went thru and thru outside the uterus. When this happened, assistant surgeon adjusted the manipulator and placed it back inside the uterus. After the colpotomy and removal of the device from the uterus, she noticed its metal tip punctured its balloon and was showing outside the balloon. Also noticed was a hole in the balloon where the tip went out. No order for x-ray. No injury to patient noted.